Manufacturer narrative:
The investigation determined that results obtained on the vitros 5600 integrated system for a single patient sample were associated with the incorrect patient name. The data log files indicate that the customer manually edited the existing patient demographics and sample program for the affected patient sample prior to sample processing. The vitros 5600 integrated system was operating as expected. The root cause of this event is user error when manually programming patient samples.

Event description:
The customer reported that an incorrect patient name was associated with a single patient sample processed on a vitros 5600 integrated system. Mis-associated patient results may lead to inappropriate physician action. No erroneous results were reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)